Event description:
The physician attempted arteriotomy closure with the closer s tsl 6 fr. Device following an interventional procedure. Upon deployment, the foot broke. The device was removed and the foot was retrieved without incidence to the patient. A second device was inserted for successful closure.